Event description:
It was reported that while trying to ablate using the stockert rf generator, an error message indicating "temp too low" was displayed. Per customer, the pt coded while the staff attempted troubleshooting for the error message. It was also reported that the pt survived the code incident.

Manufacturer narrative:
The biosense webster (bwi) technical svcs evaluated the stockert generator and did not find any temp issue. The bwi technical svcs also performed a functional and safety test on the stockert generator.